Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address bg level. A pump system check was performed by tandem technical support, and it was determined that the customer's insulin was exposed to extreme temperatures. Recommendation was made to discuss diabetes management with a health care professional.